Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that following implant of this device, noise was noted on the atrial channel during insertion of the atrial lead. The physician pulled on the lead and it came out of the device header. The lead was disconnected and reconnected a few more times and ultimately good contact was obtained. The implant was completed without further incident.